Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed and per the physician¿s opinion, the reported slda was caused by challenging pre-existing patient anatomy. Additionally, the reported patient effect of mitral regurgitation (mr) as listed in mitraclip ntr/xtr instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported mr was an outcome of slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted on the central part of a2p2. A second clip delivery system (cds) was advanced and placed lateral to the first clip however during maneuvers in the ventricle, the first clip detached from the anterior leaflet (single leaflet device attachment (slda)). The second cds was unable to grasp the leaflets therefore the clip was not implanted and the cds removed. The procedure was aborted with the mr remaining at 4+. Per the physician, the slda was due to the large flail. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.